Event description:
The user facility reported that the radifocus device distal end sheared off during a cli case. The patient's condition was fine. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 24mar2020. The distal portion of the wire was retrieved with a snare. A sos omni catheter was used with the reported product, they were trying to cross cto. The patient was reported to be in stable condition.